Event description:
It was reported that the patient faced high blood glucose levels and treated with manual injection and change of infusion set on (B)(6) 2026.

Manufacturer narrative:
MDR initial 1 of 2. E1: (B)(6). E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.